Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of the event could not be conclusively determined, however patient related factors may have caused or contributed to this event.

Event description:
It was reported that approximately 3 months after implantation of an intraocular lens (iol) into the left eye (os), the patient complained they noticed a decrease in vision; mentioning seeing halos and starbursts at night. Upon examination, posterior capsule opacification (pco) was observed and a yag laser capsulotomy was performed to treat the pco. Approximately 6 months after the onset of problem, the iol was exchanged with a different model iol due to unresolved symptoms. In the surgeon's opinion, the most likely cause of the event was that the patient was unhappy with night vision due to dysphotopsia from diffractive design of the iol. Patient outcome is good; vision improved after exchange.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the lens in two pieces with haptics intact. Additional info: d9, g3, h2, h3, h6, h11.